Manufacturer narrative:
(B)(4). This event is two of two for the same patient on subsequent nights. The actual device was returned to the manufacturer for physical evaluation. Visual and photographic inspection found no defects. The set was simulated use tested. During the test no leaks or issues were detected, the test was completed successfully. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported during fill 2 of 5 the cycler alarmed for a volume error. She tried progressing with treatment and was unsuccessful. Treatment was discontinued. When the cassette door was opened fluid was found inside. She was advised to contact her pd nurse. The set was made available for evaluation. During follow up the patient reported no complications. She had not required any medical intervention.